Event description:
Initial result for a pt ck sample was 0 u/l. When repeated on another analyzer the result was 13 u/l. After recalibration the results for the sample were 1 and 0 u/l. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepancy.